Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was getting 'out of range' error message with service code 1703. Agent reviewed meaning of oor and redirected the patient to their healthcare provider to further address the issue. No symptoms were reported. Additional information was received from the manufacturer¿s representative (rep) who reported the patient was still seeing the oor message. 2024-07-24 e1: no new information. 2024-07-25 e2, e3 (rep, hcp): additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the oor was high impedances which was found through an impedance check. The oor/high impedances weren¿t resolved.